Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ICD change due to normal eri, oversensing was observed on the durata lead. Patient was asymptomatic. Lead was not explanted nor capped and lead is not connected. New lead was implanted. Patient was stable.